Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted in a patient that had reported having a long standing infection. Latitude customer support (lcs) indicated that the infection is not thought to be device or procedure related. Lcs also indicated that the abnormality seen on the electrogram (egm) were some small fibrillations, but stated that there is no device malfunction as a result of the fibrillations observed. The device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.